Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip ((B)(4)) and second clip ((B)(4)) were implanted, reducing the mr to 1-2. While closing the access site, it was noted that the second clip detached from the anterior leaflet and remained attached to the anterior leaflet (slda). Another access was and a third clip ((B)(4)) was implanted in the middle of the 2 previous clips. Three clips were implanted, reducing the mr to 1. It was noted that during use with all 3 clip delivery systems (cds), tension was felt while advancing and retracting the delivery catheter (dc) handle. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to this lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. Additionally, the reported difficulty advancing and retracting the delivery catheter handle appears to be related to the patient morphology/pathology. There is no indication of product quality issue with respect to manufacture, design or labeling.